Event description:
It was reported that the triathlon handles had an amber liquid on them and were sticky after the sterilization process.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. This is the same patient/event as MFR.# 2249697-2012-01695, 2249697-2012-01696. Catalog number and lot code of other device listed in this report: cat# 6541-4-810 lot # n3t13 description: impaction handle mfg date: 12/16/2008.